Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided; cause was unknown, with large ketones. Customer gave "correction doses" to address bg level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.